Event description:
Patient presented with high lead impedance as they were getting their device turned off for a MRI scan. It was reported that the patient had no recent trauma or falls. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient has been experiencing more seizures than usual and erratic behavior. No other relevant information has been received to date.